Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, after initial use, the curved-tip sureform 45 stapler instrument was noted to have a tear in the stapler joint black sheath. The procedure was completed with no patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The curved-tip sureform 45 stapler instrument was analyzed and found to have the snake wrist cover torn. The tears measured roughly 0.391" to 0.084". Visual inspection displayed the wrist cover torn and there may be missing pieces, but the size of the missing pieces cannot be confirmed. The probable root cause was attributed to the user.